Event description:
Customer reportedly received result of 12.1 mmol/l on the mobile system and 6.1 mmol/l on professional device within 10 minutes. No actions taken based on device results. No adverse event related to the device was reported. Requested return of suspect device.

Event description:
The customer reported poor image quality. No pt injury was reported.

Manufacturer narrative:
The event occurred in (B) (6).